Event description:
On (B)(6) 2013, it was reported that high impedance was observed on the patient's newly implanted generator while in the recovery room from the generator replacement surgery. High lead impedance was not observed prior to replacement, but no diagnostics were performed during the surgery. It was noted that the diagnostics are typically checked when during recovery. The patient was brought back into surgery for the lead impedance. Since the operating room staff had already discarded the previous test resistor, a new generator was opened to use the test resistor. During interrogation of the generator with the test resistor, diagnostics were seen to all be "ok". Since a new generator package was opened, the physician elected to replace the generator. Diagnostics on the new generator were within normal limits, with impedance value 3080 ohms. The physician stated the generator replacement was prophylactic, as it was done because a new generator was opened. However, the hospital staff stated that the device was replaced due to a "malfunction found during surgery". No other information has been provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.